Event description:
Intraoperatively, during disconnecting the cup from the impactor after implantation the instrument's thread is turning out of the instrument and is remaining in the cup. The top of the thread was not possible to get out of the cup. It was not possible to use the cup as the inlay was not possible to insert. Another cup/inlay was used. No foreign matter remaining in patient, no adverse effect for the patient. Surgery prolongation about 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.